Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced blank display and low battery alert. The customer's blood glucose value was in the low 60's mg/dl. The customer declined to troubleshoot for low readings. The customer stated that they woke up and the pump was off. The customer mentioned that she went into diabetic ketoacidosis. During troubleshoot, the display returned. The product was not returned for analysis.